Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/18/1998- supplemental #1 sent to FDA. Device not available for evaluation.